Event description:
During the spyglass ercp procedure of the cbd with the pdt probe, the tip of the fiber broke off immediately proximal to the bifurcation. Approximately 1 cm of the glass tip remains in the cbd.